Event description:
When checking out a new amada hydraulic pt lift it was found to have unsafe battery charger connections. The connector on the battery charger had been modified to an ac type connector (mains outlet straight entry). The battery compartment is equipped with an ac appliance inlet straight entry plug. This inlet is wired to the batteries. With this set up it is possible to plug any ac power cord in without using the battery changer. The lift has been put in storage until the MFR can resolve this problem.